Event description:
Poor air supply was reported with the device, repair request was requested. The issue found during an unknown event. No harm was reported. No patient injury, no user injury reported. Device evaluation found the device nozzle was clogged with foreign material. This report is being submitted for nozzle clogged with foreign material (insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device nozzle was clogged with foreign material. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. The reported issue of "poor air supply "was confirmed. This failure attributed to the clogged nozzle with foreign material (insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (insertion section) has white-clouded area. A-rubber (bending section) has a crack. Protector of universal cord on s-connector side has a scratch. Connecting tube has a scratch. Adhesive around objective lens is peeled. Adhesives around light guide (lg) lens has white-clouded area. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.